Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for evaluation. A visual inspection of the lens revealed that the lens was returned cut in half. The lens was inspected under microscope at 10x and was found with surface residuals and particles adhered to both sides of the optic body compatible with the implant and explant process. Diopter measurement was not possible due to the condition of the returned lens sample. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which was removed and replaced in a secondary procedure due to unexpected post operative refractive error. Patient outcome was stated to be good. No additional information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.